Manufacturer narrative:
The device was received and was thoroughly evaluated visually, electrically and functionally. Visually, it is noted that the complaint device arrived in good condition, no anomalies noted. The device was then tested for electrical and functional conformance; the pump passed all diagnostic and functional tests within its designed and manufactured parameters; no faults noted. We cannot tell anything from this; cannot discern the underlying or root cause for the reported issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that the surgeon noticed at the end of the procedure, excessive fluid buildup within the breast and lower neck area on two patients on the same day with the same fms pump. These procedures were arthroscopic sad¿s. The device has been sent to a service center. There is no further information made available to mitek. Also see associated MDR 1221934-2013-00272.